Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device registers "bad" measurements. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the touch screen was not responsive due to the cracked screen. During simulation testing, the device passed manual and preset conditions and provided accurate measurements.

Event description:
The customer reported the device registers "bad" measurements. No patient impact or consequences were reported.